Manufacturer narrative:
The investigation determined that a discordant (B)(6) result was obtained from a single patient sample when processed on a vitros 5600 integrated system. The most likely assignable cause of the event was sample related. There was no indication that a vitros reagent issue or an instrument malfunction contributed to the event. The most likely assignable cause of the event is sample related.

Event description:
A customer observed a discordant (B)(6) result obtained from a single patient sample when tested on a vitros 5600 integrated system. Reactive (B)(6) results were obtained from repeat of the same sample on the same vitros 5600 system and on a vitros eci immunodiagnostic system in the customer's laboratory. Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).